Event description:
It was reported that a (B)(6) hispanic/latino female patient underwent a breast augmentation revision surgery with implantation of a 750cc mentor memorygel breast implant prosthesis. Post-operatively, the patient began to experience bilateral breast pain and sought medical consultation. Magnetic resonance imaging was conducted, and she was diagnosed with a ruptured right breast implant and dense breast tissue. Afterwards, she began to develop allergies, including food and perfumes, her skin became sensitive, fatigue, and an increased hardness in her breasts. The patient reports thyroid problems and hashimoto¿s disease. The reported event includes an autoimmune disease. The FDA continues to believe that the weight of the currently available scientific evidence does not conclusively demonstrate an association between breast implants and connective tissue diseases (statement from binita ashar, m.d., of the FDA¿s center for devices and radiological health on agency¿s commitment to studying breast implant safety). At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This report is for the left breast prosthesis. Refer to manufacturing report number 1645337-2022-05079 for the contralateral event.

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Reason for device explant and/or reoperation: the patient has not undergone explantation or reoperation at this time. Manufacturer¿s reference number: (B)(4).